Event description:
It was reported that the drill was broken. No patient impact reported. On follow up the allegation was updated as tool couldn't able to remove. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).